Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the customer requested service and the battery pins were bent. There was no reported patient or user involvement and no adverse patient/user impact.

Event description:
It was reported to philips that the customer requested service and the battery pins were bent. There was no reported patient or user involvement and no adverse patient/user impact. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J2 pin 4 was found bent.